Manufacturer narrative:
The customer's address is unknown. New jersey (nj), USA has been used as a default. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. Due to this batch being made in 2001 and files are retained for 7 years, no DHR review can be completed. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that a bag of syringe 0.3ml 31g 8mm wholeunit 10bg 500 had missing label information during use. The following was reported by the initial reporter: "it was reported that the expiration date was missing from the bag. Verbatim: consumer reported from bag sealed. Asking what the unit markings on syringe equal to. Had not used syringes in many years and now has a need to use again. Consumer reported had this bag for many years. I've determined from this bag that it would be expired. The experation date is not noted on this bag. She did not use from this bag before this calllot #0350064b catalog# 328438 date of event (B)(6) 2021 sample status discard"